Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements, resulting in a lead safety switch. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.